Event description:
Per dealer, alleged alarming or red light and key is valve is not switching.per independent repair center statement, unit is alarming or red light. The key failure was the 4 way valve was not switching. Other issues were the valve operator was stuck, and the hose clamps leak.